Event description:
After I finished scanning the patient, a red area was noticed on the patient's chest and abdomen area. The patient's skin was covered so the coil did not touch the patient's skin at all. The patient mentioned after the exam was complete that the area was warm during the scan. The patient did not make any mention of the area being warm during the scan. Ice was applied to the area. The patient was looked at by the nurse and doctor.